Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the dose was increased from 122.9 to 130. It was reported that it sounded like the dose was still being tweaked but it was a stable dose and the patient was doing okay.

Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), product type catheter.

Event description:
It was further provided that the patient had experienced secondary efficacy of spinal headache (ha) with the intrathecal catheter placement. Should additional information be received a supplemental report will be filed.

Event description:
The patient experienced a headache that began the first day post-op on (B)(6) 2014. Please refer to manufacturer¿s report #3004209178-2014-18314 for information regarding the catheter break that prompted a pump and catheter replacement on (B)(6) 2014. The headache disappeared when the patient lay flat, and it re-emerged when the patient was upright (sitting or standing). The patient was wearing sunglasses and reported that lights bothered their eyes when they had a headache. Sweating accompanied their headache. Their spasticity was better than it had been pre-op. Their dose was being titrated in inpatient rehab. A CT dye distribution appeared to show that the catheter tip was not in the intrathecal space. Rather, it was in the subdural space. A surgical revision was performed on (B)(6) 2014. The patient was stable pre-op. They were still having headaches, but they had some spasticity relief. The surgeon cut the intrathecal segment just distal to the anchor. They pulled it back a few centimeters. No spontaneous cerebrospinal fluid (csf) flow was seen. Csf was aspirated with a syringe and angiocath in the lumen of the catheter; however, when the angiocath was removed, no spontaneous csf flowed from the catheter. The existing intrathecal segment was removed. Upon insertion of a new intrathecal segment, the catheter was difficult to advance. It turned upon itself when passing. With a dye injection, the surgeon thought the catheter looked ventral and subdural again. They attempted a new pass with a new catheter, but they had the same difficulty. They were not pleased with the height of the catheter, but they were pleased with the csf flow so they connected that catheter to the existing catheter. The patient¿s dose was resumed at simple continuous rate. The pump contained gablofen. Additional information was requested to determine the patient¿s outcome as well as the serial number of the unknown catheter.

Event description:
The patient's outcome could not be determined as of (B)(6) 2014. If additional information is received, a supplemental report will be sent. The unknown catheter serial number was also provided ((B)(4)) and pertains to this previously reported issue: [upon insertion of a new intrathecal segment, the catheter was difficult to advance. It turned upon itself when passing. With a dye injection, the surgeon thought the catheter looked ventral and subdural again.]

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).